Event description:
It was reported that this patient with this pacemaker observed a flashing light from the monitor at home. The patient stated feeling well, however opted to go to the emergency room and request a field clinical specialist to assess the device. No adverse patient effects were reported. This device remains in service.